Manufacturer narrative:
The investigation has been completed. There was no issue found during the case. The alarm presented was result of unusually low ambient pressure and console's reaction was as designed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by changing the console. No patient harm reported.